Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Low-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had to disable the universal surgical manipulator (usm) 2 after several 1162 faults. The technical service engineer (tse) verified 1162 errors in the logs for the usm 2. Prior to calling in, the staff power cycled multiple times, but the error persisted. The staff then brought in another patient side cart (psc) to continue with the procedure. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The reported failure was confirmed via the site's logs but not replicated in-house. The unit was tested on an in-house system, and it passed normal mode. The unit went through testing on a patient side cart (psc) fixture test platform (pftp) and passed all tests. Fluid intrusion was detected on the axes controller spar connector (acsc), the cannula flat flex cable's (ffc), and underneath the spar toggle switch.

Event description:
Refer to h10/h11 for follow-up information.